Manufacturer narrative:
One hemostasis-type introducer with its dilator was returned for evaluation without the associated packaging. Also returned was a 24-inch non-edwards pressure tube with male-female connectors. Leak testing was performed with and without a catheter inserted and leakage was observed during both tests. The internal components of the introducer valve were examined and the wiper gasket and duckbill valve were found torn. This condition will allow leakage with and without a catheter inserted through the introducer valve. The tear in the wiper gasket or duckbill valve may occur if the dilator is inserted at an angle through the housing first puncturing a hole and tearing to the center hole in the wiper gasket and then puncturing the duckbill valve and tearing as the dilator is pushed through the valve housing. The IFU shows a diagram of the dilator being inserted straight through the valve housing. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. A lot number was not provided; therefore, a device history record review could not be performed. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "blood leakage was observed from the hemostasis valve after the dilator was removed. It is unknown whether hemostasis valve was damaged or not, but customer suspected there was a problem with the hemostasis valve." There were no patient complications reported.